Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012 and suture was used. The needle separated from the suture during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
It was reported that the suture was used on the fascia and muscle tissue. Another like device was used to complete the procedure. Conclusion: representative samples were evaluated. They were visually and functionally examined for needle pull and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.